Event description:
Punctured in (B)(6) 2011 puncture smooth, maintenance in accordance with the hospital requirements, about 5 am (B)(6) 2011, pt was found bleeding on the catheter side. The catheter that was close to the disc completely broke, but wasn't intravascular, fortunately.

Manufacturer narrative:
Results of the device evaluation will be filed in a supplemental report when sample is received.